Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns), which was connected to a kvm switch, shut down on its own. No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be confirmed. As such, a root cause cannot be determined. The cns powering off can have multiple possible causes such as a power surge, power loss, ups failure, hardware failure, or use error. No further issues were reported in this ticket. Good faith efforts were sent to the customer to obtain additional information, but the attempts did not result in additional information. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints.

Event description:
The customer reported that the central nurse's station (cns), which was connected to a kvm switch, shut down on its own. No harm or injury was reported.

Event description:
The customer reported their central nurse's station (cns) shut down on its own. This cns is connected to a kvm. No harm or injury was reported.

Manufacturer narrative:
The customer reported their central nurse's station (cns) shut down on its own. This cns is connected to a kvm. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.